Event description:
It was reported that the medication of cytarabine 20mg/ml was programmed via barcode to infuse 991.5 ml and ordered at the rate of 41.7 ml/hr (over 24 hours) however infused in approximately three and half hours. There was patient involvement but no patient harm

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that the medication of cytarabine 20mg/ml was programmed via barcode to infuse 991.5 ml and ordered at the rate of 41.7 ml/hr (over 24 hours) however infused in approximately three and half hours. There was patient involvement but no patient harm.